Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading of 219 mg/dl was found in the meter's memory log.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was revealed the customer was using expired test strips, (B)(6) 2009.

Event description:
Customer reported that on (B)(6) 2011, "around" 6:30 pm he received a reading of 219 mg/dl on his freestyle freedom blood glucose meter. He further reported he then ate his meal and self-administered 10 units of insulin. He then re-checked his glucose some time later and received a reading of 247 mg/dl. At "around" 9:00 pm while speaking by phone to his family member he "blacked out for a few seconds" and began "jabbering" nonsense words. He re-checked his blood glucose again and received a reading of 495 mg/dl. No third-party emergent medical intervention was reported. Customer self-treated by drinking water. There was no report of death or permanent injury associated with this event.